Manufacturer narrative:
Product ID 3387s-40, lot# v012316, implanted: 2006 (B)(6) product type lead product ID 3387s-40, lot# v007141, implanted: 2006 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-95, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported that there was a power on reset (por) that had occurred, the error code was 0x400 and the por was successfully cleared with the clinician programmer on the date of this report. Following clearing the por the pulse width was adjusted from 150 to 120, the patient was left for approximately twenty minutes and when the healthcare professional had returned and interrogated the device they had noticed that the pulse width was at 150 and not 120 as it had been programmed too. The device data had not appeared to have captured the accurate information regarding the recharge time on (B)(6) 2014. The patient was alive with no injury. No patient symptoms were reported. The cause of the event was not determined and they were unsure if it was device related. The patient was receiving effective therapy. The patient was doing fine.